Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that screen froze during ECG 12 lead. There was no patient harm.